Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that during use a ventilator had an error and the keypad buttons were unresponsive. The device continued ventilating/cycling. The patient was removed from the ventilator. There was no negative patient outcome (harm/injury) reported as a result of this event.

Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. The repair could not be verified. A non-medtronic service provider returned a single board computer (sbc) printed circuit board (pcb). A service engineer evaluated the pcb and could not duplicate the reported complaint but verified the issue in the event logs. The pcb was installed in a test ventilator, tested for multiple days, no issues or errors were observed and it passed all testing.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.